Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device confirmed the vessel locator wings (vlw) were broken. There were 3 wings still present on the returned device end broken from the cylindrical body. Evaluation of the returned device confirmed 1 vlw piece was not present. The nitinol ribbon of the missing wing piece confirms it was broken at the distal cylindrical body and at the pusher body. The notched end of the broken wing remained attached to the pusher body. During manufacturing and at final inspection, a sample of devices from each lot must be successfully functionally deployed. The broken wing observed on the device can be influenced by but not limited to manufacturing, user technique, and anatomical conditions. In the manufacturing process, the nitinol ribbon components are inspected and released for manufacturing use. The vlw are inspected for contamination, alignment, and damage (including break) as part of final inspection of every device. It was reported that the broken wing was observed after withdrawal and the pieces were outside of the body. There is no indication of a user influence on the experience. Anatomical conditions can interfere with vlw and influence their breaking. During the retraction of the vlw, tissue can be ensnared within the wings and prevent full collapse. This could cause clip interference and vlw breakage during withdrawal of the device. It was reported the patient had prior arteriotomies at the vessel location. This could have presented the vlw with scar tissue that may interfere with vlw retraction and breakage during device removal; but could not be confirmed. Based on the investigation findings, the cause of the broken wing could not be confirmed. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there are no other related incidents for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se after an diagnostic procedure. Reportedly, the clip was deployed and hemostasis was achieved; however, after the device was removed it was noticed that two vessel locator wings were missing. The two wings were found outside of the patient anatomy. A 5fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.